Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (packing coils) and a microcatheter. During the procedure, the physician successfully implanted two packing coils into the target vessel using the microcatheter. While advancing the third packing coil into the target location, the physician noticed that it was not packing as desired. The packing coil was retracted in order to reposition one loop of the coil, and the physician noticed under fluoroscopy that the coil was not moving. Subsequently, the physician found that the packing coil had unintentionally detached. It was reported that the packing coil was halfway retracted into the microcatheter and halfway inside the patient when it unintentionally detached. The physician then used the packing coil pusher wire to push the remainder of the packing coil out of the microcatheter. However, after pushing the packing coil out of the microcatheter, the coil landed in a suboptimal location in the target vessel. A snare device was used in an attempt to remove the packing coil, without success. Therefore, the physician used the same microcatheter to implant a non-penumbra coil on top of the packing coil to secure it. The procedure was successfully ended at this point. There was no report of an adverse effect to the patient.